Event description:
Ring was opened on back table during set up. Upon going to insert it, when the arm was retracted and removed, the ring did not connect and remained inside the top of the device. No patient injury.